Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the physician was using the advance micro 14 ultra low-profile pta balloon catheter for a below the knee procedure. During advancement of the catheter, it became stuck on the microwire and would no longer move in either direction, so the wire and catheter had to be removed together. It was also later noted that the catheter was stretched. New devices were used to continue the procedure, and there were no injuries or additional procedures reported.